Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed the reported problem. Log file analysis revealed a malfunction with the power supply (power loss), and troubleshooting found that the fluoro only ups's circuit breaker had tripped, causing the loss of incoming power to the system. The fse turned on the tripped circuit breaker, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and turned on the tripped circuit breaker, which resolved the issue. The device was returned to use in good working order.